Event description:
Consumer claims to have laid on a heating pad that was placed on the bottom sheet of her bed. She was trying to lower her lower back pain. She fell asleep and when woke up, noticed her sheet, night gown and mattress burned.